Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues. Lastly, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.